Event description:
It was reported by service report that the cot has blood intrusion in the pt right foot support tube, half shell bearings, and hall effects housing. No pt involvement or adverse consequences are reported.